Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. Date of the event was asked but not specified. Specific implant date was asked but not provided. Specific explant date was asked but not provided.

Event description:
It was reported that the hahn tapered implant failed to integrate. The patient has bone type IV. The patient has a history of smoking and sleep apnea. The patient presented on an unknown date for primary procedure on tooth #5. The patient returned four months later without complaint. Upon examination the provider notes there were signs of infection and mobility. The implant failed to integrate and the device was removed.